Event description:
Two pts were treated with freeze off (one on knee & one on finger). Both pt's developed 2nd degree burns from the applications. A pt's knee required daily visits to the doctor to treat burn and change dressings. The family member called to report event but another relative applied the product and was not available for questions. The canister lot was not reported.

Event description:
Two pts were treated with freeze off (one on knee & one on finger). Both pt's developed 2nd degree burns from the applications. A pt's knee required daily visits to the doctor to treat burn and change dressings. The family member called to report event but another relative applied the product and was not available for questions. The canister lot was not reported.